Event description:
Boston scientific corporation was informed that a resolution 360 clip device was utilized during a treatment procedure on an unspecified date. During the procedure, the clip successfully grasped and locked onto tissue but failed to release. This issue may have been attributed to user error, and the staff has since undergone retraining. The procedure was completed using a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.